Event description:
It was reported that during a procedure using evac 70 xtra, the allegedly wand sparked when activated. The procedure was completed using a back up wand without significant delay. There were no pt complications reported as a result of this event.